Event description:
It was reported that the procedure was to treat the circumflex lesion. During removal of a balance middleweight universal ii guide wire, resistance was met with an optical coherence tomography catheter therefore devices had to be removed altogether. Once removed it was noted that the tip coils were stretched/elongated. There were no adverse patient effects and no clinically significant delay in the procedure. Subsequent to the initially filed MDR report, the account confirmed that the tip coils had unraveled, with the core still intact. No additional information was provided.

Manufacturer narrative:
The device was returned for analysis. The reported difficulty to remove was not tested. The reported stretched coils were confirmed. The reported tip break was in fact the noted separation of the coils. The additional noted damage to the shaping ribbon and core of the wire is consistent and likely due to procedural circumstances. A review of the lot history record identified one manufacturing nonconformity issued to the reported lot; however, there is no indication of a lot specific product quality issue. Additionally, a review of the complaint history identified no other similar incidents reported from this lot. The investigation determined that operation circumstances contributed to the reported difficulties. The difficulty removing the guidewire was caused by the resistance with the optical coherence tomography catheter. Therefore, when attempting to remove it, the guidewire likely stretched and elongated. The noted damage to the shaping ribbon and core is also consistent with procedural circumstances and handling during use. There is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Manufacturer narrative:
The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat the circumflex lesion. During removal of a balance middleweight universal ii guide wire, resistance was met with an optical coherence tomography catheter therefore devices had to be removed altogether. Once removed it was noted that the tip coils were stretched/elongated. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.